Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a loss of communication error message and the settings were locked. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the exhalation flow sensor. The se performed extended s elf-testing on the device and all tests passed.

Manufacturer narrative:
Device evaluation: the exhalation valve flow sensor (evq) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and it was noticed that it was received without an exhalation filter seal, exhalation valve diaphragm, and a pressure sensor filter. No other anomalies were observed. An investigation was performed and the reported issue was not duplicated. No error logs were recorded in the diagnostic logs and no fault was found with the returned evq. If information is provided in the future, a supplemental report will be issued.